Manufacturer narrative:
H6. Investigation summary: bd received one (1) sample and three (3) photos from the customer for investigation. Upon review of customer photos, a black foreign matter (fm) particle can be seen near bottom and top of tube. Additionally, the customer sample was visually inspected for fm, and the sample showed embedded foreign fm. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm customer indicated failure mode of fm based on customer photos and sample analysis. No definitive root cause from the manufacturing process has been identified as a contributor to the customer's reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, black foreign matter described as dirt was found in a single tube. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, black foreign matter described as dirt was found in a single tube. There was no report of patient impact.